Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited noise on the shock channel, greater than two seconds of pacing inhibition and anti-tachycardia pacing (atp) that was felt to be inappropriate due to oversensing of noise. An electrogram (egm) was sent to boston scientific technical services (ts) for review. Ts discussed that noise on the shock channel would not impact sensing, however, further review of the rate/sense channel was inconclusive. Ts discussed increasing the signal gain for further assessment. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported. The physician will continue monitoring.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.